Manufacturer narrative:
Patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of leakage at quick release of with an infusion set on (B)(6) 2024. Infusion set was used for 3 days. Blood glucose level was 342 mg/dl at the time of event. No further information was available.